Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. Additional information as follows was requested at complainant the latest one on september 15, 2017. Any device identification and control number used (ref; lot) of the wagner stem and cls stem. X-ray of cls stem. Will cls stem be available for investigation ? (If no with rationale). Surgical reports of all the events. Other reports (stickers). All available intraoperative pictures. Were there any contributing conditions related to the event? (Ex: trauma, illness, previous surgery, related noncompliance, patient anatomy). Was the surgical technique for the product utilized? A technical investigation was not possible to perform, as the device is not at hand for investigation. According to the information received is the product location unknown. As no lot number was provided for the device, the device history records could not be reviewed. An e-mail requesting missing device data information was sent on september 15, 2017. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. No trend analysis could be performed as the item number is not available. Event description (event details, per): event summary: it was reported that the patient had cls hip stem implanted on (B)(6) 2016 and it was exchanged to wagner stem on (B)(6) 2016 due to patient's accidental fall resulting in implant and femur fracture. Review of received data: x-rays taken after the revision surgery of the cls stem were received for review. They do not convey any valuable information for the investigation of the case. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received is the product location unknown. Root cause analysis: device could not be identified (it can be either cls spotorno or cls brevius) and hence risk assessment utilizing the applicable risk documents cannot be completed. However, all possible causes that might be leading to the issues reported are listed in dfmea (for cls spotorno stem) or rmw (for cls brevius stem). Conclusion summary: neither x-rays belonging to the time interval of interest, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Ref/lot no of the product is unknown. According to the event patient had a fall resulting in the implant and the femur fracture. Therefore, the most possible reason of the failure with the information at the hand is the fall that the patient experienced. However, due to significant lack of information, it is impossible to perform a meaningful root cause analysis of the reported event. Therefore, an exact root cause cannot be determined. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a unknown cls hip stem on (B)(6) 2016 on the left side. The patient underwent revision surgery on (B)(6) 2016 due to stem and bone fracture (patient's accidental fall resulting in implant and femur fracture.)